Event description:
The customer reported the machine has been shutting off. There was no reported adverse pt impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.